Event description:
It was reported that the patient experienced a loss of therapeutic effect and pain which began about 3 days ago. Specifically, her pain was located at the implantable neurostimulator (ins) site and a ''couple of inches'' right below it radiating all the way down their leg. It was noted that the patient has had a few falls. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information reported received that the health care provider believes the cause of the event was a patient fall. Impedances showed 0-2 >4000 and 0-3 >4000. The patient had improvement in incontinence. The patient did not require hospitalization. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28. Lot #v576606. Implanted: (B)(6) 2012. Explanted: na; programmer model 3037, serial #(B)(4).